Event description:
The patient reported "it killed me 4 times and I ended up in the hospital¿. And "this thing has killed me 4 times over the past 16 years, because the doctor¿s office didn¿t listen to me and I ended up ¿dead a few times¿. The patient blames the hcp that that had happened, not the ¿pumps fault¿. It was further reported the patient was still having concerns with their device or therapy but had not sought further help. No drug, interventions or patient outcome reported. Further follow-up is being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).